Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a squeak coming from her hip. It was determined that the poly had worn very thin from the head articulating close to the lateral rim of the poly.

Manufacturer narrative:
Patient was revised to address a squeak coming from her hip. It was determined that the poly had worn very thin from the head articulating close to the lateral rim of the poly. Update received (B)(6) 2013 - follow up information received from the sales rep indicates that the patient's acetabular cup was, in fact, slightly malpositioned; therefore, the cup is being added to the complaint. This complaint was updated (B)(6) 2013, doi approx 11 months ago - dor (B)(6) 2013 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The initial reporting stated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.